Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found with the stopper popping out during use. The following has been provided by the initial reporter: -it was reported stopper popped off. Email verbiage received, - "sst (gold) tube for chemistry testing- the top come off during drawing sample and they have to take another tube to complete sample drawing. This is also an ongoing issue. Sst (gold) ¿ lot# 9042893, exp: 1/31/2020"

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found with the stopper popping out during use. The following has been provided by the initial reporter: it was reported stopper popped off. Email verbiage received, - "sst (gold) tube for chemistry testing- the top come off during drawing sample and they have to take another tube to complete sample drawing. This is also an ongoing issue. Sst (gold) ¿ lot# 9042893, exp: 1/31/2020."